Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast reconstruction with a 550cc mentor cpx 4 breast tissue expander with suture tabs on (B)(6) 2018, suffered rupture/piercing, post-procedure. As a result, the patient underwent implant explantation surgery on (B)(6) 2020. Per mentor's tissue expander IFU's, these devices are not intended for use beyond six months, however, the device has been implanted in the patient for more than six months. This will also be reported as an off-label use.

Manufacturer narrative:
On march 3, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the med height te w/sut tabs 550cc tissue expander was found to have a tear at the juncture of the shell and front patch. A microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per mentor instructions for use (IFU), tissue expanders are not intended for use beyond six months. Therefore, this device was used in an off-label manner. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the suspect medical device is from the left side. Lastly, the patient identifier has been updated per additional information. Manufacturer¿s reference number: (B)(4).